Event description:
Patient revised to address osteolysis, polyethylene wear of tibial insert and loosening of femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after approximately 14-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.